Event description:
It was initially reported that following the lead and pulse generator revision of the pt's device, the pt reported vocal cord paresis. No further details were provided on the issue. Good faith attempts to obtain additional info have been unsuccessful to date.